Event description:
The physician reported being unable to aspirate drug from the pump reservoir after trying for 15 minutes. The physician reported that approximately 11 days ago the pt confessed to aspirating the morphine from her pump, and it is unclear if she sold the aspirated medication or used it. The pt then filled her pump with demerol. The physician believes that the drug precipitated and that is the reason why the pump cannot be aspirated. Additional info received from the physician 5 days later reported he is questioning if the pump septum was possibly damaged, or if the drug mixture the pt filled their pump with had crystallized. Additional info has been requested regarding further device troubleshooting, possible explant and the pt status. A follow up report will be sent when new info is rec'd.